Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the device split almost down the middle.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During femoral trial impaction the impactor split into 2 pieces. Both pieces were retrieved. The case was completed by using the tibial impactor to seat the trial and real implant. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: hospital by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.